Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been analyzed but with the oldest data reaching back to 2013, after the explant of this lead in 2011, no clarification of the electrical malfunction mentioned in the complaint description has been possible. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on (B)(6) 2016, it was reported that three days after implantation, in (B)(6) 2011, the lead was explanted due to assumed electrical malfunction. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.